Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent ventral hernia repair and small bowel obstruction on (B)(6) 2017 during which the surgeon noted the mesh was torn apart and the small bowel segment densely adhered to the mesh had been compromised. It was reported that the patient experienced adhesions, bowel obstruction small bowel injury and intractable abdominal pain. No additional information is provided.